Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not be conclusively established. Additionally, review of the log file provided by the account confirmed pi events; however, a specific cause for these findings could not be conclusively determined through this evaluation. The account reported that the patient had experienced a loss of consciousness without audible alarms on (B)(6) 2020 and was admitted to the hospital the following day. During the interrogation of the system controller, it was noted that the log history showed dates of 01/01/2001. The log history also showed that pump parameters seemed normal, despite some pi events and 2 ¿suck down¿ events. The submitted log file contained 240 lines of data. The pump¿s fixed speed was set to 9000 rpm with a low speed limit of 8600 rpm. Pump power and estimated flow typically ranged from 4.6-6.1 watts and 3.7-6.3 lpm, respectively. Average pi typically ranged from 2.8-7.7 with 172 pi events captured throughout the file. The default timestamp of 01/01/2001 1:00:00, was captured throughout the majority of the file, which resulted in continuous yellow wrench advisory alarms. No interruption in pump support was noted and the backup battery was not in use at any point throughout the file. The last two lines of data showed that the clock was eventually set to 20jul2020 at 15:48:33. No other atypical events or alarms were observed. The pump appeared to function as intended and operated above the low speed limit for the duration of the file. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12dec2016. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, provides a list of potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters including pulsatility index (pi). Section 1 and section 4 of the IFU, ¿system monitor¿, state that ¿pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e. The pump is providing greater support and further unloading the ventricle)¿. Sections 1 and 4 of the IFU also state that during a suction event or if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. If another pi event is detected, the device drops to the ¿low speed limit¿ again and then ramps back up. This cycle repeats as long as pi events are detected. The drop in speed can be accompanied by a reduced pump flow. Additionally, there are no audible alarms with a pi event. Section 4 further states, ¿pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events, including sudden changes in the patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed¿. Additionally, the patient handbook instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The small tear in the cable was reported in MFR. Report #: 2916596-2020-02499. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital in the morning because the patient had a loss of consciousness without audible alarms. In the controller history, there were pi events and 2 suck down events. The log file contained multiple yellow wrench alarms associated with the controller clock not being set but this was due to the site not setting it after changing the controller internal battery. Technical services responded that the clock can reset during emergency backup battery swaps can happen especially on backup controllers however for the most part it usually stays correct when it¿s on the patient. It is more likely that the patient depleted all power sources and was off support for a while until power was restored. The patient had a ramp up study and there was no sign of clot. It was unknown if a pump stop occurred at the moment of the loss of consciousness. The patient did not recall if they were connected to the power module or on batteries at the time of the event. Healthcare providers told patient to drink water to prevent the suck down events. Patient had been hospitalized since (B)(6) 2020 and was reported as feeling good. A ramp up test that day showed the patient's ventricle reacted correctly to speed changes. The team decided it would be safer for the patient to be connected to the power module with an orange ungrounded cable. The cable had a small tear that was repaired with a clamshell repair on (B)(6) 2020.